Manufacturer narrative:
The investigation determined that higher than expected vitros tsh results occurred when the customer¿s vitros free thyroid control l3 fluid was processed on a vitros 5600 integrated system. The investigation was unable to determine a definitive assignable cause; however, an unidentified instrument issue, or an unidentified issue with reagent lot 5017 cannot be ruled out as contributing factors. The assignable case of the event is unknown.

Event description:
The investigation determined that a lower than expected vitros tsh result occurred using a single level of vitros free thyroid control processed on a vitros 5600 integrated system. Free thyroid control l3 result of 12.2 miu/l vs. An expected result of 20.0 miu/l. Biased results of the direction and magnitude observed could lead to inappropriate physician action. There was no report of patient samples being affected and there was no report of patient harm as a result of this event. However, the investigation could not rule out that patient samples were not, or would not be affected if the event were to recur undetected. (B)(4).